Manufacturer narrative:
Additional information can be found in the following fields: h3 analysis information can be found in fields h6 and h10 the universal surgical manipulator (usm) was returned and evaluated by the failure analysis team. Failure analysis investigation stated that the unit came in with a reported error of 32097 and it was confirmed as having occurred in the field via logs coupled as a 31226 and 32097 error which was replicated in-house. The unit was tested on an in-house system in normal mode which triggered errors 25730, 40084, and 31199. The unit was also tested in a pftp where upon review of the fiber test result it showed low clock spring and parallelogram fiber values. As a fix the clock spring assembly and parallelogram assembly will be replaced.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The field service engineer (fse) called into the technical support engineer (tse) for further troubleshooting assistance due to failed data terminal equipment (dte) tests. The fse noted that the universal surgical manipulator (usm) pot range joint 3 was failing in dte testing. The tse informed the fse that only the yaw axis is able to be re-calibrated. The tse recommended replacing the usm. The fse confirmed the issue and replaced the arm to resolve the issue. Failure analysis (fa) is in progress under a related report with patient identifier 563329. A system procedure log review was performed for event verification. Per the review, it was confirmed that a cholecystectomy surgical procedure was performed on system # sk1618 on 20-oct-2022. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) became non-functional after the start of the surgical procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the site encountered repeated recoverable faults. An intuitive surgical, inc. (Isi) representative on site for a training called into the technical support engineer (tse) to report that the site encountered the issue during a case, and that he reproduced the same faults after the case. The faults reportedly occurred on universal surgical manipulator (usm) arm 1. The tse reviewed the system logs, which showed error 32097 and 906 on the axes controller motor (acm) on usm 1. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.